Event description:
169 days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-vascularization (tvr) event occurred. Initial index procedure treated 2 lesions. The first mid lad, denovo, 2.5x10mm, 75% stenosis, no calcification, mild proximal tortuosity, no pre or post dilation was performed. The lesion was treated with a 2.5 x 16mm taxus express2 stent. Lesion 2, in the prox rca, denovo, 3.0 x 12mm, 60% stenosis, no calcification, mild proximal tortuosity, no pre or post dilation was performed. The lesion was treated with a 3.0x 16mm taxus express2 stent. Patient was discharged the following day prescribed asa and plavix. The patient was hospitalized for tvr in the prox lad 169 days following initial index procedure. Relationship to study stent is probable. Patient was discharged 1 day following tvr.